Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, per complaint details, a patient suffering from allergies to antibiotics required a revision surgery due to infection. It was communicated that the requested medical documentation/clinical information was not available for inclusion in the medical investigation. However, the "surgeon mentioned that the s+n devices were not defective". Without the requested documentation, the root cause of the reported infection could not be concluded, although reportedly, the revision was a result of the infection. The patient impact beyond the reported infection and revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, the patient suffered from an infection. As the patient is allergic to antibiotics, a revision surgery was performed to address the infection: the legion insert was explanted. The surgeon mentioned that the s+n devices were not defective. The patient outcome is unknown.